Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported clip becoming caught on the leaflet, resulting in difficulty removing the device, was likely due to challenging patient anatomy and difficulties with visualization. The reported patient effects were determined to be a result of procedural conditions, due to the clip getting caught on the leaflet. The reported surgical procedure and prolonged hospitalization were a result of case specific circumstances, as the patient underwent mitral valve replacement surgery the following day and remains hospitalized for recovery. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip met resistance with the anterior leaflet during retraction into the left atrium. This resulted in a leaflet tear and increased mr which required mitral valve replacement surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a slight leaflet prolapse and the imaging was challenging. One clip was implanted, reducing the mr to 2+. The second clip delivery system (cds) was advanced and leaflet grasping was performed without issue. The physician thought that the second clip might be too close to the first clip so the clip was inverted to be repositioned. While retracting back to the left atrium, the clip met resistance with the anterior leaflet and the mr increased to 4+. It was believed that the anterior leaflet was torn. Leaflet grasping was performed again but the mr could not be reduced. The procedure was discontinued and the patient was sent to mitral valve replacement surgery on (B)(6) 2016. During surgery, it was confirmed that the first clip was stable on the leaflets and the anterior leaflet was torn, as suspected. The surgery was successful and the patient is currently stable. No additional information was provided.